Manufacturer narrative:
Infection - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open repair of an umbilical hernia under general anesthesia in 2009 and discharged the following day, with no issues noted. The following month, the patient was readmitted with a cellulitis-flegmone around the umbilicus. There was no abscess and cultures were negative. The wound was opened and drained and found to have no pus. The patient was treated with augmentin and gentamycin which continued for five days after discharge. The patient was discharged home with no fever. The redness and pain are gone. The patient is receiving daily dressing and waiting for healing per secondum. The surgeon opines that the cause of the event was steatonecrosis.